Event description:
The customer reported that the bedside monitor was not producing accurate spo2 pulse rate readings as compared to the ECG heart rate readings. They do not have a simulator to test the unit. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor was not producing accurate spo2 pulse rate readings as compared to the ECG heart rate readings. They do not have a simulator to test the unit. There was no patient harm reported. Investigation summary: the reported device was returned for evaluation. A physical inspection confirmed the model, serial number, and labels. There were no signs of physical damage or fluid exposure. During testing, the reported issue was duplicated. Spo2 was non-functional and did not produce any readings. Simulated vital signs read accurately, but the ECG waveform was noisy. There was also a black line across the lcd when the device was powered on. The evaluation showed that this complaint is confirmed, and the root cause of the reported issue is due to failure in the ECG connector board, spo2 board, or analog board. Board failure could occur due to excessive heat or dust, component failure, thermal stress, or due to normal wear and tear. Trending will continue to be monitored for this device, incidents, issues, and causes.